Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded an untreated episode due to noisy signals oversensing. Upon review, high out of range shock impedances were noted. The technical services (ts) discussed troubleshooting options and recommended to perform an x ray. The x ray was performed, and it was found that this s-ICD moved from its original place affecting the sense b. Exhausting testing of the electrode and device were performed to try to recreate the noise seen, nonetheless, it was unable to reproduce the same noise. It is suspected that the oversensing might be related to the sense b. The system was reprogrammed to secondary sensing vector, the smart charge was extended and there will be a continuously monitor via latitude. This s-ICD remains in service. No adverse patient effects were reported.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded an untreated episode due to noisy signals oversensing. Upon review, high out of range shock impedances were noted. The technical services (ts) discussed troubleshooting options and recommended to perform an x ray. The x ray was performed, and it was found that this s-ICD moved from its original place affecting the sense b. Exhausting testing of the electrode and device were performed to try to recreate the noise seen, nonetheless, it was unable to reproduce the same noise. It is suspected that the oversensing might be related to the sense b. The system was reprogrammed to secondary sensing vector, the smart charge was extended and there will be a continuously monitor via latitude. This s-ICD remains in service. No adverse patient effects were reported. Additional information was received which indicated that, this s-ICD was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system inappropriately recorded an untreated episode due to noisy signals oversensing. Upon review, high out of range shock impedances were noted. The technical services (ts) discussed troubleshooting options and recommended to perform an x ray. The x ray was performed, and it was found that this s-ICD moved from its original place affecting the sense b. Exhausting testing of the electrode and device were performed to try to recreate the noise seen, nonetheless, it was unable to reproduce the same noise. It is suspected that the oversensing might be related to the sense b. The system was reprogrammed to secondary sensing vector, the smart charge was extended and there will be a continuously monitor via latitude. This s-ICD remains in service. No adverse patient effects were reported.